Event description:
A patient (B)(6), was enrolled in the (B)(4) study for stress urinary incontinence. The patient was injected on (B)(6) 2010, with 1.0ml of coaptite (lot 1016946). The patient required foley catheter placement prior to leaving the office, after the coaptite injection procedure. The catheter remained in place until (B)(6) 2010. The physician recorded the information in the 1 month post ae form; indicating the ae severity was mild. The patient also developed a urinary tract infection on (B)(6) 2010, and was treated with antibiotics for 10 days. The uti was medically assessed as possibly related to the coaptite injection, and of mild severity.

Manufacturer narrative:
This event was reported in the interim post-approval study status report for PMA p040047, 09/16/2011. At the time of this report, the symptoms had resolved. The device history records for coaptite lots 1016946 were reviewed; all required testing specifications had been met prior to release, and there were no abnormalities noted.